Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. No more information will be provided including no files and the tablet will not be returned. Therefore, this case is closed as is and it will be re-opened in case of new relevant information allowing an investigation.

Event description:
Reportedly, during a pacemaker interrogation, the programmer device has frozen. The battery had to be removed to force a hard reset.